Event description:
A biopsy was performed using a 12mm probe, lot number 601403. The procedure went without incident. Patient had some bleeding but no pain. Patient had incision closed with steri strips and was released. Patient returned for her follow-up visit and presented with redness, tenderness, and some discharge from the incision site. She was put on oral antibiotics. At her next follow-up the incision site had healed nicely and there was no sign of infection.

Manufacturer narrative:
H6 - review of device history lot record / sterility lot record. There have been no additional reports of infection from this lot of 12mm probe or any other lot sterilized during the same time period.